Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient presented in (B)(6) 2016 with hemolysis and tea colored urine. The patient was admitted and treated with a heparin infusion, and the lactate dehydrogenase (ldh) levels improved. The patient's ldh level was initially greater than 1000 u/l. An echocardiogram was completed; however, the results were not communicated. The patient's ldh level improved to less than 400 u/l with heparin. The patient was listed as a status 1a for heart transplant, and received a heart transplant on (B)(6) 2017.

Manufacturer narrative:
Device evaluation no product was returned for evaluation. A direct correlation between the device and the reported hemolysis could not be determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was originally reported that the patient was implanted with a left ventricular assist device on (B)(6)2017, however the patient was in fact implanted on (B)(6)2015.